Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that " the pump alarmed during the rewind stage and shut off. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of an unspecified pump malfunction

Manufacturer narrative:
Follow-up #1 date of submission 06/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2016 with the following findings: a review of the black box data showed no unusual issues. During testing, the pump successfully passed the rewind, load, and prime steps. The pump was exercised for 24 hours with no issues. The complaint was not duplicated during testing.